Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while on the antrum stomach, the device fired partially and half way through it stopped so there was poor staple formation all throughout. Manual stapler was used to complete the case. There was no patient injury.